Event description:
Reporter indicated a patient implanted with the vns device died on (B)(6) 2009. Attempts for further information are in progress.

Event description:
All attempts for additional information have been unsuccessful to date.